Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after placement of two bd venflon¿ pro safety peripheral safety IV catheter, when medication was administered through the device, it leaked from the hub. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two used samples and 17 representative samples (batch #7262382) were returned for investigation. The two used samples were subjected visual inspection. A crack was observed on the used samples. The 17 representative samples were subjected to visual inspection and catheter adapter leak test. The 17 representative samples passed the acceptance criteria. No cracks and no leakage were observed. DHR review shows no similar complaint, no quality notifications or manufacturing abnormality that could have influenced this observed defect. The probable root cause could be due to misalignment at va45 station 5, catheter insertion into cannula hub. The misaligned insertion pin could have hit on the cannula hub and caused the crack which resulted in leakage. (B)(4) was created to train on verification of the alignment of catheter insertion into cannula hub. This complaint batch was produce before the implementation of that procedure.

Event description:
It was reported that after placement of two bd venflon¿ pro safety peripheral safety IV catheter, when medication was administered through the device, it leaked from the hub. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that after placement of two bd venflon¿ pro safety peripheral safety IV catheter, when medication was administered through the device, it leaked from the hub. There was no report of exposure, injury or medical intervention.